Event description:
During the device evaluation, a delayed keypad response was observed. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The evaluation confirmed a delayed keypad response caused by a failed processor printed circuit board. The keypad was tested and a delay of approximately 3 seconds was observed. The failed processor printed circuit board has been replaced.